Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, patient experienced excessive bleeding since she is taking blood thinners (plavix- 75 mg daily and asa 81 mg daily) due to her previous kidney surgery. She called 911 and was taken to the hospital via ambulance. No additional patient symptoms were documented. The doctor apply quickstop and give her a shot of epinephrine. The patient was hospitalized and discharged the day of the report (5 days). At the time of the report, the patient was feeling fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.